Event description:
It was reported resistance was encountered removing catheter from another manufacturer's introducer sheath during a thrombolysis procedure. Following successful removal from pt, a second unidentified catheter was used. Fluoroscopy revealed a radiopaque marker from first catheter had detached in pt and was on tip of this second catheter. Radiopaque marker and catheter were removed from pt together without incident. It was noted at this time that a second radiopaque marker had detached in the femoral artery. An unsuccessful attempt to snare detached marker was made. No further retrieval attempts are planned as it was decided no pt sequelae would result from this event. Procedure was successfully completed and the pt's condition is good. This device was received, evaluated and retained by this MFR. Engineering eval indicated both of radiopaque markers were missing from unit and not returned for eval. Microscopic examination revealed impressions of where radiopaque markers were originally placed, which indicates radiopaque markers were properly swaged during production. Distance between radiopaque marker indentations measured 11.4 centimeters and length from proximal hub to distal tip measured 100.3 centimeters. Both measurements were within specification. Scratches and gouges were located at infusion area. Several kinks and bends were located along entire working lenght catheter. Follow up revealed resistance was encountered during this procedure and this device displayed characteristics consistent with exertion against resistance, kinks and bend in catheter as well as scratches and goudes at infusion area. Since it appears radiopaque markers were properly swaged during production, co believes continued exertion against resistance may have contributed to this event. However, the co is unable to determine exact cause for this event. Directions for use state: "do not advance if resistance is met without first determining cause of resistance under fluoroscopy and taking any necessary remedial action."